Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient did not show up for their scheduled appointment but that they reported that their pain had improved since implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the cause of the high impedances is unknown, other than the connections to the battery show not connected. Nothing has been done to resolve the issue, but the patient is meeting with a rep on (B)(4) 2018. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the caller was conducting a connectivity check and an impedance check during the first post-op programming visit with the patient today. The connectivity check resulted in all connections showing "red" with "check connections" message. The impedance check showed >40k ohms and all electrodes using reference electrode 0. The caller reported impedance check also resulted in "do not use" message for electrodes 0 and 5, with "okay" message for electrode 11. The caller did not change reference electrode during programming session. The impedance report showed all >40k ohms, except 5 and 11 with 530 ohms and 5 and 15 with 660 ohms. The caller mentioned she first tried to program the device today (B)(6) 2018, and saw out of regulation (oor) message immediately. No further information was reported. No patient symptoms were reported.